Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Additional narrative: ppd and medical records received. This complaint is legal. After review of the medical records for MDR reportability, the revision operative note indicated pain and loose femoral component. There were metal particulates found that are thought to be caused be the movement between the stem and sleeve. No device associated with this report was received for examination. A search of the complaints databases identified one other report against the 2199952 lot code. Review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. A worldwide complaint database search found no other reported incident(s) against the remaining provided product/lot combinations since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Event description:
Ppd and medical records received. This complaint is legal. After review of the medical records for MDR reportability, the revision operative note indicated pain and loose femoral component. There were metal particles found that are thought to be caused be the movement between the stem and sleeve.